Manufacturer narrative:
Batch review performed on 06.july.2021: lot 1810835: (B)(4) items manufactured and released on 4-mar-2019. Expiration date: 2024-02-20 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold. No other similar events have been reported on this lot. Additional device involved: batch review performed on 06.july.2021: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 187085: (B)(4) items manufactured and released on 12-dec-2018. Expiration date: 2023-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold. No other similar events have been reported on this lot.

Event description:
2 months after the primary surgery the patient came in reporting pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised the cup, head and liner.